Manufacturer narrative:
Since the original report was filed, the investigation has concluded. The pump product, data logs, and one dilator for introducer sheath were returned for analysis. No imaging was returned despite request made. When the pump was run on the bench the pump performed to specification. The introducer's 12fr dilator was returned with tip damage. The root cause, of the presumed impella caused perforation, was deemed to be use related. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. Upon conclusion of the investigation, a final report will be filed.

Event description:
A patient was admitted for a high risk angioplasty of the coronary arteries. The patient has known left main coronary artery disease along with aortic valve stenosis. He was being prepped for a possible tavr. To give the patient hemodynamic support during the tavr an impella cp was placed. The patient tolerated the tavr but, when the impella was explanted the patient had an access site complication observed by the physician. The femoral artery had a perforation. The team placed a covered stent to remedy the issue. Despite hemoglobin levels dropping, no replacement blood products were infused.